Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that upon inserting the farawave catheter, the physician could immediately feel blood leaking from the valve of the faradrive sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in the facility. Continuous reflux with a pressurized bag was used for the irrigation of sheath. About 20cc of blood loss occurred. A small amount of blood leaked at slow drip from the hemostasis valve, but the sheath was immediately replaced. The blood leaked from the proximal end of the handle. Air was not noted.